Manufacturer narrative:
Due to character limitation in e1 for event site address, the full event site address is av. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during inspection that the cs100 intra-aortic balloon pump (iabp) unit had luer pin of the filling hose is broken, making it impossible to put the equipment into cycling. There was no patient involvement reported.